Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed increased, out of range right ventricular lead impedance measurements and loss of capture a few days post-implant. Sensing measurements were good and stable.